Event description:
The hcp reported the pt was experiencing extreme weakness and tingling in both legs. The hcp did an "MRI and x-rays." The results were not reported. No device troubleshooting was performed and the pt required no additional treatment. The pt is reported to have recovered without sequela.